Event description:
The customer contacted beckman coulter, inc (bci) in regards to erroneously elevated accutni (troponin) results for five pts. The initial erroneously elevated results were reported outside the lab. The pt sample was retested and the results were within the normal reference range. It is not known if there was any change to the pt treatment. There is no indication of an adverse event or indication of any medical intervention to prevent serious injury.

Manufacturer narrative:
The field service engineer (fse) was on site on (B)(4) 2008, to investigate the instrument. The fse cleaned the wash carousel, performed a preventative maintenance (pm) on the instrument and verified the system. A definitive root cause could not be determined for this event. MDR# 2122871-2011-302 documents the results for pt 1. This is a 5 of 5 separate MDR reports related to 5 pt events associated with a single malfunction report. Reference MDR numbers: MDR 2122870-2011-05290, 05291, 05292, 05293 for all relative events. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for add¿l reportable events.